Event description:
It was reported that during a percutaneous coronary rotational atherectomy procedure, withdrawal difficulties occurred. The 90% stenosed lesion was located in the severely calcified, moderately tortuous distal left circumflex artery (lcx). The lesion length was 36mm. Access was gained through a radial approach. The physician first attempted to advance a 1.5mm rotablator plus bur to the lesion; however, he could not access the lesion. The physician then exchanged to a 1.25mm rotablator plus bur and was able to complete 5 ablation runs. However, the bur became stuck in the lesion and the system stalled. The physician gained access through a femoral approach, and attempted to cross several devices to assist with removal of the 1.25mm bur; however, nothing was successful. The physician cut the shaft of the 1.25mm rotablator rotalink plus unit, inserted a non-bsc catheter over the shaft of the bur catheter, and was able to remove the bur from the patient. The patient experienced no adverse symptoms during the retrieval of the bur, and no complications were reported. Patient status was reported as 'no problem'. In the opinion of the physician, there was no malfunction of the device, rather the bur became stuck due to the "severe calcification and stenosis and tortuosity".

Manufacturer narrative:
(B) (6). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.